Manufacturer narrative:
The manufacturer did not receive the device for investigation. DHR review results: the DHR check could not be performed as the reference and lot number were not available. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: patient is being monitored due to pain and elevated cobalt and chromium levels. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported on (B)(6) 2016 that patient was implanted on (B)(6) 2005 on the left side with a durom acetabular component 52/46 code l. It is also reported that patient is being monitored due to pain and elevated cobalt and chromium levels.

Manufacturer narrative:
The manufacturer did not receive devices for review as the s the patient has not been revised. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown winterthur hip component in 2005 and is suffering from pain. It was further reported that the patient can't lay on her left side and that she hears noise when she moves. Elevated cobalt ions levels were as well reported.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility of components: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that the patient was implanted an unknown hip component on an unknown date in 2005 and is monitored due to pain and noise. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).